Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the device was not alarming for low battery. The mother states the pump has stopped twice on the customer with no warning. The pump was not on hand at the time of call. Troubleshoot could not be conducted. The mother states they will call back at a later time.